Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient was admitted to the hospital for suspected peritonitis. A pd effluent culture was obtained. During the hospitalization, the patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and cefepime (dose, frequency, and duration unknown). The pd culture was negative for growth after 48 hours. The patient was discharged on (B)(6) 2024. The patient was to continue the antibiotics for 14 days after discharge. The patient was seen in the pd clinic on (B)(6) 2024 for repeat cultures. The cultures resulted negative for growth after 5 days of incubation. The pdrn did not have any additional information as the patient was admitted to a hospital that the clinic is not connected to, and the records were not available. No physical records were ever sent over to the pd clinic. No cause of the peritonitis event was identified.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient was admitted to the hospital for suspected peritonitis. A pd effluent culture was obtained. During the hospitalization, the patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and cefepime (dose, frequency, and duration unknown). The pd culture was negative for growth after 48 hours. The patient was discharged on (B)(6) 2024. The patient was to continue the antibiotics for 14 days after discharge. The patient was seen in the pd clinic on (B)(6) 2024 for repeat cultures. The cultures resulted negative for growth after 5 days of incubation. The pdrn did not have any additional information as the patient was admitted to a hospital that the clinic is not connected to, and the records were not available. No physical records were ever sent over to the pd clinic. No cause of the peritonitis event was identified.

Manufacturer narrative:
Correction: b.2.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation of a causal relationship between the adverse event and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pd culture was negative for growth. In up to 20% of all peritonitis cases, no organism is identified. Although the cause of the peritonitis event was not determined, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient was admitted to the hospital for suspected peritonitis. A pd effluent culture was obtained. During the hospitalization, the patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and cefepime (dose, frequency, and duration unknown). The pd culture was negative for growth after 48 hours. The patient was discharged on (B)(6) 2024. The patient was to continue the antibiotics for 14 days after discharge. The patient was seen in the pd clinic on (B)(6) 2024 for repeat cultures. The cultures resulted negative for growth after 5 days of incubation. The pdrn did not have any additional information as the patient was admitted to a hospital that the clinic is not connected to, and the records were not available. No physical records were ever sent over to the pd clinic. No cause of the peritonitis event was identified.